Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the error code 20-172, calibration failure, and inaccurate displays on the central control monitor (ccm). These were the result of a defective internal flowmeter. Per supplier evaluation, the flow meter was received reading -2.62 standard liters per minute (slpm) as zero flow. Register inspection reveals a shift in sensor read counts from time of manufacture which accounts for the zero offset shift and erroneous flow reading. The part was tared and tolerance check performed with all points reading zero. Findings indicative of defective differential pressure sensor. The sensor was examined and revealed one defective wire bond that failed pull test. Loose wire bond determined to be cause of zero flow readings. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the bmet, only medical air and o2 were connected at the time of the error message. He disconnected and reconnected the lines but was still unable to calibrate the epgs.

Event description:
The user facility's biomedical technician (bmet) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) displayed an error message "could not calibrate oxygen (o2) analyzer 20-172". There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.